Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The pump passed the prime, excessive no delivery and displacement tests. The pump had a cracked reservoir tube lip, minor scratches on the lcd window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call excessive no delivery alarm on the insulin pump. Customer's blood glucose level was 13.8 mmol/l. Troubleshooting for the excessive no delivery alarm was performed. Customer advised insulin was dripping and then it stopped and the no delivery alarm occurred. Troubleshooting did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.